Event description:
Customer states they have received three erroneously high troponin patient results in the past few days. Customer stated one occurred on (B)(6) (this one was reported in MDR # 2122870-2013-00905). The other two results occurred on (B)(6) 2013 and on another unknown date. In both instances, the initial tropi result was positive. The samples were then re-spun and run on other access2i ((B)(4)) and produced negative results. The samples would then be run again on the primary analyzer producing negative results. The result from (B)(6) produced an initial result of 0.53ng/ml. The sample was then re-spun and produced a result of 0.15ng/ml on the back up analyzer and then 0.16ng/ml on the primary analyzer. The customer was not sure of the results of the other sample but states it was similar to the one she had on (B)(6). None of the erroneous results were reported outside the lab and there was no change to patient care. The customer states that that the green top lithium heparin tubes were clear to run with no hemolysis, lypemia, etc. All tests were run through the cta. Sample centrifuged at 5145rpm for three minutes. Quality control was running within customer expected ranges with no issues. System check was run after original erroneous result and no issues occurred. Customer stopped running patients on primary analyzer.

Manufacturer narrative:
The customer reported that all levels of qc had been recovering within the laboratories established ranges. (No data was provided for review) and that the instrument had been calibrated on (B)(4) 2013 with all levels of calibrators within acceptable cvs. In addition, a system check was performed following the erroneous accutni results as a troubleshooting measure and it passed within instrument specifications. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse cleaned the main pipettor, dispense probes, and aspirate probes and also tightened the vacuum valve mounting screws. The height of the wash arm to wash carousel, main pipettor alignments, and transducer voltages were verified and no adjustments were made. The mixer motor speed was also adjusted to be within instrument specifications. A high sensitivity system check was performed and was failing to pass within instrument specifications as the sonication portion (related to washing) was failing due to intermittent rlu fliers. The fse then replaced the wash pump seal and o-ring (p/n 81081). In addition, the incubator belt was re-tensioned and calibrated, and the rv and incubator belt exercisers were performed in response to the failing high sensitivity system check. Finally, a high sensitivity system check was performed again and was found to be passing within instrument specifications related MDR # 2122870-2013-00905.